Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter passed as the transmitter log was able to be downloaded. Global transmitter final functional test was performed and the transmitter passed. The transmitter has no data in the share support tool to review. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.